Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath, covering half of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded. Unable to clear occlusion. The reported event cannot be confirmed by the evaluation. The product performed according to specification. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation - bba, rt(r) / inventory specialist. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that less than 10 minutes after inserting the intra-aortic balloon (iab) the console generated a gas gain alarm during the procedure. They checked all the connections then turned it off and back on and all worked fine for a moment. It then alarmed again so they called perfusion and switched out the console. Perfusion stated if it happened again to replace the iab. After five minutes, the alarm was generated again. The doctors decided that the patient no longer required iab therapy and decided to remove it and proceed with the case. There was no patient harm or adverse event reported.